Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation however vyaire medical field service representative (fsr) went onsite for unit repair. The root cause was determined to be due to user fault. Recommendations to perform calibrations were not followed.

Event description:
It was reported to vyaire medical that the bellavista1000 us is giving constant high pressure alarm and end users reported that there was a weird sound coming from the vent. Furthermore, patient was transferred to a back up ventilator but no harm associated with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. However, unit was ran for for 10 minutes, perform circuit calibration test and passed. High pressure alarm occurred during v/ac at 100%. Noticed that the calibrations haven't been done since december 2020. Performed all calibrations, passed circuit test, 2 point o2 calibration and verification. Ran vent for an additional 20 minutes and passed according to manufacturing specs. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.